Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer refused to provide title. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Upon discussion and troubleshooting, tac discovered that three different endoscopes failed to operate in the room. The same scopes were attempted in a known working room without issues. Tac instructed the customer to disconnect both communication cables and reconnect however, the issue persisted. Tac learned that the customer hot-swapped the scopes and did not power down the unit between scope exchanges. Tac advised the customer to power down the equipment when replacing the scopes moving forward. The customer was advised to swap the light source from a working room into the faulty room and give a call back. A follow up was made and the customer confirmed that the issue was resolved. No device will be sent in for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event